Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for label lift was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of label lift was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® precisionglide¿ multiple sample needle the label comes off and sticks to another needle. There was no report of patient impact. The following information was provided by the initial reporter: sticker label comes off and stuck to another needle- needle sticker is important as it is to be torn in front of patient before use to showcase fresh use.